Event description:
During product evaluation by a baxter service technician, a flo-gard pump was found to contain a damaged pump head door latch. This condition may have potentially interrupted delivery. This was the not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be a damaged latch. To correct this condition, the latch and pumphead door was replaced. If any additional information is received, a follow-up will be sent.